Event description:
It was reported that during a stent assisted coil embolization of an aneurysm located in the left internal carotid artery, the aneurysm burst as the fifth coil was being deployed. The physician continued the procedure by deploying a total of 12 coils in the aneurysm followed with a spinal drainage. A CT scan performed a day post procedure, revealed that the patient maintained blood flow because there was a cross flow. The physician feels that since blood flow was maintained, the patient will not present clinical complications.

Manufacturer narrative:
Subject device was implanted.

Event description:
It was reported that during a stent assisted coil embolization of an aneurysm located in the left internal carotid artery, the aneurysm burst as the fifth coil was being deployed. The physician continued the procedure by deploying a total of 12 coils in the aneurysm followed with a spinal drainage. A CT scan performed a day post procedure, revealed that the patient maintained blood flow because there was a cross flow. The physician feels that since blood flow was maintained, the patient will not present clinical complications.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, aneurysm rupture is a known risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.